Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead kept giving high pacing threshold with high and undefined pacing impedances despite multiple trials of repositioning. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.